Event description:
According to the reporter, during a laparoscopic low resection, at the time of forming the donut, the device partially cut the tissue. After the stapler malfunctioned, it was necessary to rethink the initial plan to perform an anastomosis by suture. A new anastomosis with suture was necessary. The incision was extended for less than an inch due to the device problem. The surgical procedure was extended for more than thirty minutes. To resolve the issue, a new device was used. It was noted that the patient had extended hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.